Manufacturer narrative:
The device is not required for return for this complaint, but has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was between 24 mg/dl and above 600 mg/dl. Symptoms of hypoglycemia and hyperglycemia were denied by the reporter. It was reported the pump was exposed to x-rays prior to the alleged health event. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
No abnormal pump behavior was duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues, alarms or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).